Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut down and the customer experienced an elevated blood glucose (bg) level. Bg value not provided. The customer declined to provide additional information regarding the issue. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.